Manufacturer narrative:
Device received with broken reservoir tube lip and missing black o ring noted. Device passed displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and ring was gone. The customer¿s blood glucose level was unknown. Customer stated that the reservoir goes busted out and thinner. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.